Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No frozen display or blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer blood glucose level was 259 mg/dl. Customer stated that while he's laying down on bed the insulin pump vibrated then it goes pump failure. Customer stated that display did not return after pump restart. Customer stated the time clock did not advance. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be return for analysis.